Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that wile the device was in use, the flow rate would not increase above 2.3lpm. The connection between the pads and the fluid delivery line was checked and were operating properly; however the flow rate continued to fluctuate below 2.0lpm. As a result, the pads were replaced with a new set of pads, and therapy resumed successfully. It was later reported that there was no delay in the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that wile the device was in use, the flow rate would not increase above 2.3lpm. The connection between the pads and the fluid delivery line was checked and were operating properly; however the flow rate continued to fluctuate below 2.0lpm. As a result, the pads were replaced with a new set of pads, and therapy resumed successfully. It was later reported that there was no delay in the procedure.

Manufacturer narrative:
Received 1 used arcticgel pad kit. During the visual inspection, no obvious defects were noted that would have contributed to the reported problem. It was observed that the pads had evidence of being used. The pads had the correct trim pattern, and the energy connectors were found free of damages and presented a good connection. Per the functional evaluation, the pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes, see details below: * left chest pad: a total of 1.27 l/min m2 of flow rate were registered during the test. * left thigh pad: a total of 1.11 l/min m2 of flow rate were registered during the test. * right chest pad: a total of 1.27 l/min m2 of flow rate were registered during the test. * right thigh pad: a total of 2.22 l/min m2 of flow rate were registered during the test. The flow rate was found to be unacceptable for all of the pads. The flow rate for this product must be above 2.4 l/min m2. The reported event was confirmed as manufacturing related. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4).

Event description:
It was reported that while the device was in use, the flow rate would not increase above 2.3lpm. The connection between the pads and the fluid delivery line was checked and were operating properly; however the flow rate continued to fluctuate below 2.0lpm. As a result, the pads were replaced with a new set of pads, and therapy resumed successfully. It was later reported that there was no delay in the procedure.